Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument was found to have broken at the distal end. No signs of thermal damage were observed. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity test. The instrument was found to have a broken bipolar yaw pulley. A broken piece was missing as a result of breakage. The size of missing piece was approximately 0.023¿ x 0.017¿. The failure is attributed to excess force applied to the distal end of the instrument. The instrument was found to have a dislodged cable crimp at the distal end. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.110¿ - 0.340" in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument's cable broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.